Event description:
Export issues - failed export transmission by carelink platform for patient symptom with an implantable loop recorder. Carelink¿s failure to generate or send clinically significant reports for patients with implantable cardiac devices for remote monitoring puts patients at risk for harm, including death. Manufacturer response for cardiac remote monitoring platform, carelink (per site reporter).